Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and pelvic inflammatory disease ('suspected pid') in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (endometrial ablation and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal pain and bacterial vaginosis had resolved and the pelvic inflammatory disease, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, nausea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the coils protruding on the left side were about 3 and on the right side 1 to 2. Patient received treatment for events ¿ pelvic pain , bacterial vaginosis, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - in (B)(6) 2015: there is partial visualization of echogenic material near right and left uterine horns consistent with partial visualization of bilateral essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received - new events - bacterial vaginosis, post removal complication were added. Outcome of the events pelvic pain, menorrhagia and bacterial vaginosis updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and pelvic inflammatory disease ('suspected pid') in a female patient who had essure (batch no. C03090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (endometrial ablation and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and vulvovaginal pain had resolved and the pelvic inflammatory disease, vaginal infection, female sexual dysfunction, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - in (B)(6) 2015: there is partial visualization of echogenic material near right and left uterine horns consistent with partial visualization of bilateral essure devices. Concerning the injuries reported in this case, the following one / ones were described in patient¿s medical records: pelvic pain, dyspareunia, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received: vaginal bleeding, menorrhagia, vaginal infection, apareunia, depression, mental anguish; migraines / headaches, nausea, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, vaginal pain added. Salpingectomy and hysterectomy were performed as treatment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and pelvic inflammatory disease ('suspected pid') in a female patient who had essure (batch no. C03090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (endometrial ablation and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and vulvovaginal pain had resolved and the pelvic inflammatory disease, vaginal infection, female sexual dysfunction, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - in (B)(6) 2015: there is partial visualization of echogenic material near right and left uterine horns consistent with partial visualization of bilateral essure devices. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, abdominal pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.